Event description:
It was reported that during MRI breast biopsy, a piece of the plastic sleeve was sliced off the introducer into the pt's breast. The plastic piece was removed. The procedure was completed with another device. There were no pt consequences.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.